Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unknown. The customer observed cracks on the reservoir compartment. She did not know how the damage had occurred, assuming it had been from normal wear and tear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.